Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 71x81mm in diameter abdominal aortic aneurysm. Currently, the patient's aortic neck is short and conical. It was reported that on a follow-up CT scan, a proximal type I endoleak was present. The physician implanted a proximal endurant cuff that provided 5mm of additional seal resolving the type ia endoleak. There were also aptus endoanchors implanted prophetically. No additional clinical sequelae were reported and the patient is fine.